Event description:
It was reported that lead integrity alert was not triggered but there were two alerts for high impedance greater than 3000 ohms. There was also some history of elevated short interval count, which could indicate oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead integrity alert was not triggered but there were two alerts for high impedance greater than 3000 ohms. There was also some history of elevated short interval count, which could indicate oversensing. It was further reported that there was an apparent lead conductor fracture. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku.